Event description:
It was reported that during a lap appendectomy procedure, after a loud crunch, the device jaws would not open back up. The surgeon tried to pry the jaws open without success. He had to bovie the tissue around the jaws to get off, which extended the o.r time. It was not reported how the case was completed.